Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No medwatch form was received. Analysis found high current during testing in the laboratory. A bypass capacitor was found to be anomalous. (B)(4). (B)(6). No complaint received with return of device. Failure (event) observed during analysis.